Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt/af/at has been completed. Vascular damage - peripheral vessel: the product was returned for investigation, and blood was observed in the hemostatic valve, but there were no other abnormalities on the sheath or pump. The cause of the peripheral vascular damage was most likely use related, as the vessel dissection occurred when the needle stick was performed, implying the needle stick was likely performed improperly. ¿vf/vt/af/at: the root cause of the hypotension was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp and became hypotensive and developed bleeding from around the sheath and the hemostatic valve. The patient had a pre-existing dissection that was unrelated to the impella. The pump was explanted and the patient survived.